Event description:
Boston scientific received information that this patient's pacemaker had previously been programmed to vvir mode due to chronic atrial fibrillation (af). However, there was noise that was reproducible and was showing up as stored episodes. Today, there is no noise noted but this right ventricular lead had triggered the lead safety switch (lss) due to out of range impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The lead remains in service and will be monitored closely. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.